Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the device would not fire. The dark gray handle would not allow the surgeon to squeeze. Another tsw35 was opened to finish the case. There was no consequence to the pt.